Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 30 2007. Evaluation summary: the pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become avfailable. This report represents all information known by the reporter at this time.

Event description:
The facility representative reported an infusion pump with failure code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.